Manufacturer narrative:
External insulation abrasion was found at 10.0-11.5cm and 15.8-16.3cm from the helix, consistent with lead friction to a feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 7.0-10.7cm from the helix. Internal insulation abrasion was noted at 15.0-16.3cm from the helix. External insulation abrasion was noted at 7.7-8.6cm from the proximal end of the svc shock coil, consistent with lead friction to a feature of the heart. Internal insulation abrasion was noted at 0.7-2.0cm, 6.7-6.9cm, 6.8-6.9cm, 7.5-8.2cm, and 7.5-8.7cm from the proximal end of the svc shock coil. The etfe coating was intact at these locations.

Event description:
It was reported that the lead was explanted and replaced due to high hv lead impedance.